Manufacturer narrative:
(B)(4). Physio-control advised the customer, a biomedical engineer, that their device is no longer supported by physio; therefore parts and service are no longer available. The biomedical engineer later confirmed that the device was not repaired and has been permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when powering on their device they observed that the service indicator was illuminated and the word service was across the display. This is indicative of a potential device lock-up. There was no patient use associated with the reported event.